Event description:
It was reported that the patient felt dizzy and presented to the emergency department. The implantable pulse generator (ipg) device was observed with ¿pp¿ on the marker channel. Additional information from the clinic disclosed that programming changes were made to pacing and rate response settings. The patient felt much better and no symptoms were reported after. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).